Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of reload. Visual inspection of the cartridge revealed that the reload was partially fired to the 3 cm cut line. The anvil clamping mechanism was deformed. The distal sutures were still anchored and there were pieces of buttress material on the anvil. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection. The reload was loaded into a post market vigilance instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was performing a right chest s8 9 segmentectomy. The surgeon stated that three fires with three different reloads were successfully made. However, when the surgeon fired for the last resection, the device stopped firing in the middle. The issue was duplicated two more times with two other reloads. A competitor's product was used and the issue was still duplicated. The surgeon cut the rest of the tissue, 2 to 3 cm, and sutured to close it. There was poor staple formation and the staple line was incomplete. The device did lock on tissue as well but the surgeon was able to work it off the tissue. Surgical time was extended by more than 30 minutes. No other adverse events were reported.